Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Tactisys log file analysis concluded that the catheter performed as intended. Blood-like substance residue was noted within the luer hub, and the inner clear irrigation tubing attached to the luer hub. The catheter did not meet specifications during occlusion testing due to a blood-like substance occluding the irrigation tubing within the catheter handle, consistent with the reported event. It remains unknown how or when the blood-like substance was introduced into the irrigation tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During atrial fibrillation procedure, it was noted blood had pooled backwards in the catheter tubing. The catheter was exchanged, and the procedure was completed without adverse patient consequences.